Event description:
It was reported to philips that there was a problem with the geometry movements. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was unable to be used at the beginning of an acute myocardial infarction procedure. The patient was moved to a neighboring room, where the procedure was completed successfully. A philips field service engineer (fse) inspected the system on site and analyzed the system log files. The fse identified that there were frequent selections of the stentboost program on the touch screen module (tsm) during the procedure, which prevented the selection of any other program. Upon inspection, no physical damage or visible defects were identified on the tsm. It was not possible to determine the cause of the tsm malfunction. After replacement of the tsm, the system was returned to use in good working order. No further analysis of the tsm was performed, as the part is not available. The codes were updated based on the investigation outcome.